Event description:
Consumer reported complaint for high and hi blood glucose test results. Mother is calling on behalf of the customer. Mother stated in (B)(6) 2023 the customer had obtained a blood glucose test result over 300 mg/dl (she doesn't recall the specific number). Customer was not having symptoms at the time. Mother had taken customer to the hospital. Mother was unable to recall customer's blood glucose test result at the hospital,; the doctor told her the customer's blood glucose was high. The diagnosis was ketoacidosis and customer was treated with fluids and insulin. Customer was hospitalized for three days. No changes were made to his medical treatment plan. Customer stated that he has obtained hi in the morning fasting; mother doesn't remember the date but it was fasting as per customer stated because he only tests fasting am and pm. The customer¿s expected am fasting blood glucose test result range is 110-120 mg/dl and expected pm fasting blood glucose test result range is 110-130 mg/dl. The customer feels well and did not report any symptoms. During the call, a back to back blood test was not performed by the customer. The customer no longer had the test strips they were using in january. The meter memory was reviewed for previous test result history: result 1: 122 mg/dl date: (B)(6) time: 12:38pm fasting. Result 2: 151 mg/dl date: (B)(6) time: 9:04am fasting. Result 3: 426 mg/dl date: (B)(6) time: 3:55pm fasting (grandmother's result). Result 4: 345 mg/dl date: (B)(6) time: 3:45pm fasting (grandmother's result). Result 5: 295 mg/dl date: (B)(6) time: 8:51am fasting. Result 6: 86 mg/dl date (B)(6) time 7:52am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4): same meter, different test strips. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Note 2: this complaint event took place outside of the united states (mexico).